Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: ((B)(6) 2019) estimated. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda), tissue damage, heart failure, and increased mitral regurgitation (mr). It was reported that on (B)(6) 2019, a mitraclip procedure was performed to treat mixed mr with a grade of 4+. Three clips were implanted, reducing mr to 1+. On (B)(6) 2019, the patient returned for a one-month follow-up. The clips were stable on both leaflets and the patient was well. On (B)(6) 2019, the patient was re-admitted for shortness of breath and heart failure. It was found that one clip had detached from the posterior leaflet, and remained attached to the anterior leaflet (slda). A leaflet tear was observed and the mr had increased to 4+. In the physicians opinion, the leaflet tear occurred due to progression of disease or poor leaflet tissue quality. No further treatment was performed and the patient is under evaluation. The other two clips remain stable on the leaflets. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The UDI is unknown because the part number and lot number was not provided. The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities for the reported lots that would have contributed to the reported event. Additionally, a review of the complaint history revealed no evidence of a lot-specific product quality issue. All available information was investigated, and the reported difficulties appear to be due to the patient's condition. It appears that the single leaflet device attachment (slda) is the result of a late tear to the leaflet, either due to disease progression, or poor tissue quality. The reported dyspnea, recurring mitral regurgitation (mr), worsening heart failure and hospitalization appear to be the cascading effects of the sdla. The reported patient effects of dyspnea, worsening mr and worsening heart failure are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.